Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2005 to treat stress urinary incontinence and pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems and dyspareunia. No additional information was provided.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2005 to treat stress urinary incontinence, pelvic organ prolapsed, rectocele, enterocele; concurrent procedures: anterior and posterior repair. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and pelvic relaxation.